Event description:
The complainant reported that a patient was implanted with an impella rp device for mechanical circulatory support. The catheter of the device was kinked/pinned from the torque applied in attempt to deliver the device. Additionally, there was a crack in the 23 fr peel away sheath that was used for this insertion. This impella rp was removed and successfully was replaced with another impella rp. The procedural outcome was the patient survived.

Manufacturer narrative:
The investigation into the delivery issues/introducer damage - mechanical issue has been completed. The pump was not returned for investigation. The cause of the delivery issue was use related to torque insertion technique which resulted in catheter kink and sheath damage. The cause of the introducer damage issue was an introducer sheath split along the scorelines; this is attributed to the patient condition. As noted in the impella IFU: impella rp with smart assist system section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.